Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient went for a procedure, the ventilator was turned off. When the device was turned back on, an alarm was generated and it became inoperative. A technician then performed an extended self test (est) and the device started normal operation. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was evaluated and the pneumatic interface, printed circuit assembly (pca) was replaced. The pneumatic interface pca was returned and evaluated at the manufacturing site. The alleged malfunction could not be duplicated.